Event description:
Doctor was repairing a right tibia/fibula fracture with plate and screw fixation when a 2.8 mm bit broke deep inside right tibia. Unable to retreive broken bit.

Event description:
Doctor was repairing a right tibia/fibula fracture with plate and screw fixation when a 2.8 mm bit broke deep inside right tibia. Unable to retreive broken bit.